Event description:
In 2009, the pt was implanted with gore excluder aaa endoprostheses to treat in abdominal aortic aneurysm. While removing the delivery catheter, the leading olive became separated from the main body of the catheter. The physician was able to pull out the leading olive using a snare catheter. The pt is doing fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.